Manufacturer narrative:
Reference number (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, it was reported that the insertion site was inflamed with exudate coming out of the insertion site that was treated with terra cortril. On (B)(6) 2019, it was reported that the intestinal tube was supposed to be replaced, but during the procedure, it was discovered that the patient had a buried bumper and a peg tube fr 15 with balloon was placed. The tube will remain for at least 3 months, so the inner side of the stomach can heal.